Event description:
It has been reported that the bd synapsys¿ has been found experiencing workflow issues. The following has been provided by the initial reporter: it was reported by the customer that plates marked as read not leaving the reading list.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd synapsys¿ has been found experiencing workflow issues. The following has been provided by the initial reporter: it was reported by the customer that plates marked as read not leaving the reading list.

Manufacturer narrative:
H.6 investigation summary: bd quality has reviewed the complaint, service investigation and adverse event questions. The results of this investigation have not identified any new hazards, new risks, or specific trends. No further investigation is required at this time. Quality will continue to trend the reported issue. Further investigation will be required if an actionable level is reached. H3 other text : see h.10.